Event description:
Staff member received an electric shock whilst working with this machine (hand injury). An investigation has been opened to obtain more information about the event dynamics.

Manufacturer narrative:
Staff member received an electric shock whilst working with this machine (hand injury). An investigation has been opened to obtain more information about the event dynamics.